Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01121, 3005168196-2017-01122. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (sch1). It was noted that the anatomy on the patient was a bit tortuous. During the procedure, the physician placed a non-penumbra guiding catheter in the left internal carotid artery (ica), then advanced a non-penumbra microcatheter in the target vessel. After that, the physician placed ten coils in the target vessel. While attempting to advance a smart coil through the microcatheter, the physician did not mention resistance; however, the smart coil became stuck and would not move forward or backward when about half of the smart coil was protruding out of the tip of the microcatheter. Upon pulling back the smart coil in order to remove it, the smart coil unintentionally detached from its pusher assembly. Therefore, the physician decided to use a micro guidewire to push the detached coil in the target vessel; however, it was not successful. When pulling back the micro guidewire, the detached coil got caught with the micro guidewire and was pulled back in the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. The physician then opened a new non-penumbra microcatheter and continued the procedure by placing seven additional coils in the target vessel. Thereafter, the physician advanced a smart coil in the target vessel and attempted to detach it using a sch1. Although it was observed that the black alignment zone was separated, the smart coil was not successfully detached. Without realizing that the smart coil was not detached, the physician pulled back the smart coil pusher assembly. Subsequently, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. It was reported that about two-thirds of the smart coil was in the microcatheter. Upon flushing the detached coil out, the physician noticed that a fiber-like object also came out the microcatheter. The physician then re-inserted the microcatheter into the patient's body and the procedure was completed using additional smart coils, the same sch1 and non-penumbra coils without further issues. There was no report of an adverse effect to the patient.